Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented concomitant medical products: logic femoral ps cem right sz 2.5 (cat#: 02-010-01-0325 / serial#: (B)(4). Lgc tibial fit tray cem sz 2.5f / 1.5t (cat#: 02-012-45-2515 / serial#: (B)(4). Three peg patella 35mm (cat#: 2794905 / serial#: (B)(4). Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The adverse event could have been the result of factors such as other procedures, medications, other interventions, trauma, accident, or the subject's pre-existing medical conditions. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief, on (B)(6) 2021, the patient underwent a second revision approximately 1 and one-half months after the first revision of the right exactech knee device with polyethylene liner exchange and irrigation and debridement. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.